Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR report: 1627487-2016-03256. It was reported the patient underwent surgical intervention on (B)(6) 2005, where his leads and ipg were explanted. It was noted the patient's scs system was no longer working due to unspecified damage to the leads. The patient's extension remained in the patient due to encapsulation.